Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to connect to the pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The onestep pads were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a disconnected jumper wire (self test wire) on the electrode pad. It is unknown how the wire became disconnected. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. The pads were scrapped after testing and the customer was sent a replacement. Analysis of reports of this type has not identified an increase in trend.